Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a follow-up, the magnet rate had decreased to 75 ppm, with no capture or sensing. Nine months previous, the magnet rate was 81 ppm.